Manufacturer narrative:
Taper ii. Medwatch send to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged port leak. The surgeon noted that six weeks prior to explantation of the port the patient noticed a lack of restriction. Then the patient came into the office, "they discovered there was only 0.3cc of saline instead of the 3.25cc that was expected." The port was removed and replaced.